Event description:
During index procedure, the physician used one moma ultra cerebral protection device to treat the eca vessel. On the same day, a brain infraction occurred. It is reported that patient was given thrombolytic treatment for this event. Investigator did not assess the relationship between the event and the device. It is reported that the patient is currently in remission. Mrs is now classed as 4 (moderate/severe disability).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stroke). Evaluation conclusions: inherent risk of procedure ¿ (stroke). (B)(4).